Event description:
The customer tested her blood glucose and received a reading of 343 mg/dl using her contour meter. Her glucose was also tested using another meter and that reading was 170 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Before customer service could gather more information or troubleshoot the contour system, the customer decided to end the call. No product will be returned for evaluation.